Event description:
It was reported that on (B)(6) 2024 the PICC line was blocked. The nurses tried to unblock it using the urokinase protocol. The doctor finally asks for the PICC line to be removed. On removal, the nurse observes that the PICC line is bent in two places. PICC line was placed on (B)(6) 2024 in the left arm below the elbow crease brachial vein. A new catheter was placed on (B)(6) 2024. No patient injury was reported. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The returned product sample was evaluated, and two kinks were observed between the 10 cm and 11 cm depth markings and between the 12 cm and 13 cm depth markings. The kink orientations were observed to be from approximately 270-90 degrees and 180-360 degrees, respectively. No evidence of compression damage was observed along the catheter. The catheter was cut at the 16 cm depth marker to measure the wall thickness, inner diameter and outer diameter of the catheter tubing. The wall thickness average was measured to be 0.008 in., the inner diameter average was measured to be 0.040 in., and the outer diameter average was measured to be 0.0561 in. These values were observed to be within drawing specifications. Repetitive kinking of the indwelling catheter appears to have contributed to the observed damage; however, the specific circumstances surrounding how kinking occurred were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.